Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® ultra xc, juvéderm® vollure¿ xc, and juvéderm® voluma¿ xc. Nine months later, the patient was injected in the infraorbital hollows (ioh), lateral cheeks, and marionette lines with 1 ml of juvéderm® ultra xc, 2 ml of juvéderm® vollure¿ xc, and 1 ml of juvéderm® voluma¿ xc. A month later, the patient experienced ¿inflammatory nodules¿ at the injection sites. The patient was treated with antibiotics. The event is ongoing, but the patient no longer has any pain/tenderness, no nodules, and no swelling. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-49460), (B)(6); (emdr-49463), (B)(6) (emdr-49468), (B)(6) (emdr-49476), and (B)(6) (emdr-49469). This emdr is being submitted for the suspect product, initial juvéderm® vollure¿ xc.